Event description:
It has been reported to philips that imaging was not possible during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis procedure when the issue occurred, and the procedure got completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that could not exposure and image could not review. Review of the system log file showed that the ippc software and image disk 1 error. The fse replaced the image disks of the ippc and bypassed the disk tray. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.